Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received false negative results. This occurred 1 time. A confirmatory testing produced positive results. There is no indication that false results were reported to health practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer reported that they received a false negative test results via the veritor at-home test kit. Showed negative on two occasions. On each occasion more accurate tests were taken within hours both indicated positive including a lab test in a major hospital. (B)(4).

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received a false negative test result¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown ¿on two occasions. On each occasion more accurate tests were taken within hours both indicated positive including a lab test in a major hospital¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received false negative results. This occurred 1 time. A confirmatory testing produced positive results. There is no indication that false results were reported to health practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer reported that they received a false negative test results via the veritor at-home test kit. Showed negative on two occasions. On each occasion more accurate tests were taken within hours both indicated positive including a lab test in a major hospital. Eua (B)(4).